Event description:
It was reported that after reconnecting the cgm to the ilet system, the sensor displayed a glucose of 41 mg/dl while a concurrent fingerstick measured 61 mg/dl; the user calibrated the cgm with the fingerstick value and was educated to monitor for rise and treat low glucose with oral carbohydrates as needed. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no hospitalization, no medical intervention beyond oral glucose education, and user self-monitoring. Investigation included troubleshooting and user education regarding cgm calibration and confirmation of glucose with fingerstick. Investigation of this case revealed a discordance between cgm and fingerstick readings with successful calibration; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.